Event description:
It was reported that this pacemaker system stored an episode of pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) was consulted and discussed the stored episodes, with loss of capture (loc) suspected. Additionally, low amplitude was noted for the right ventricular (rv). This device remains in service. No adverse patient effects were reported.